Manufacturer narrative:
According to the facility on (B)(6) 2022 while placing the second screw 'the head of the screw sheared off into the patient'. The piece was removed from the patient with 'rongurrs after the screws and plate were removed from the patient causing a delay in surgical time'. Per the facility the patient was not injured and the patient is doing 'ok'.the device has been requested to be returned for evaluation. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6) 2022 while placing the second screw 'the head of the screw sheared off into the patient'.